Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was running hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the modified set screw was loose. During repair, it was determined that the loctite assessment failed at the modified set screw. It was observed that the handpiece loctite assessment failure was confirmed to be consistent with improper loctite application. The failed loctite assembly joint was visually assessed and the loctite was observed on the modified set screw male threads but not on the mating disconnect sleeve female threads. It was determined that the issues were consistent with device manufacturing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.